Manufacturer narrative:
Event date is approximate.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy. It was reported that the patient could not charge her device. The connection with the patient was very poor, so the patient offered to call back at a later date. No patient symptoms were reported. No further complications were reported as a result of this event.